Event description:
No new information reported. Patient weight obtained.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The rep stated the cause of the high impedance was not determined and the impedance issue was resolved. No further complications were reported or are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Ipg 3058 (njy333963h) was returned and analysis found the stim ins set screw was backed out too far. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a company representative (rep) . It was reported that the patient was inter-op for new system implant and high impedances were observed during implantable neurostimulator (ins) implanted. The contact 0 was greater than 4000 ohms. Rep checked for bellows and big toe deflection. They were able to get stimulation on contact 1,2 and 3 but not on contact 0. Rep would try another ins. On the same day, rep further reported that the device was not implanted because it was defective. Rep had the device and would return it to the manufacturer. The indications for use for this patient were gastrointestinal/pelvic floor.